Manufacturer narrative:
The sterrad unit was not running at the time the event occurred; chamber was empty. The unit had been used the day before and she did not recall the load content. There are other steam sterilizers in proximity to the sterrad, however, these were functioning fine. There was no chemical spill near the affected employees. This is a capital equipment evaluated at the customer's site. Per the field service engineer evaluating the unit: the unit was unplugged on arrival. Inspected unit, powered up and tested all functions. No problem found. Unit performs to specifications. Results: other - there was no problem found with the unit. This is one of three 3500a reports being submitted for this event. Please reference manufacturer report numbers: 2084725-2009-00606 and 2084725-2009-00607.

Event description:
A report was received from the field indicating that three healthcare workers experienced human reactions associated with odor possibly coming from the sterrad unit. The chemical odor was emitting in the same room as the sterrad unit. However, they were unable to decipher if the odor was coming from the unit itself. The worker for which this report is being submitted experienced burning eyes and headache. Duration of symptoms was approximately one hour. The worker did not require medical treatment and has recovered. The frequence of exposure to the sterrad sterilizer is intermittently throughout the workday. H2o2 contact was not involved. This report is for the first patient.